Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was getting a no delivery alarm. Customer was changing his infusion set and his blood glucose was 109 mg/dl at the time of the incident. Customer was advised to manually push the plunger very slowly. Customer stated that the insulin did not exit. Customer tried a new infusion set and a new reservoir. Customer stated that the pump did not alarm no delivery with manual prime after changing the reservoir. Customer was advised that changing the reservoir resolved the issue. Customer stated that he went through 3 reservoirs before he got it to work. Customer was advised to return the reservoir.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.